Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-05808. It was reported that 2 drg leads have high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which drg leads have high impedances.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 2 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI:(B)(4), serial: (B)(6), batch: 7563069. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7618299.